Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional reported capsular contracture unknown baker grade. Affected side left. Device has been explanted.

Event description:
Healthcare professional confirmed baker grade IV.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., h.6.